Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2015 with the following findings: a review of the pump¿s black box showed multiple cs 078 call service alarms. During testing, the pump emitted a cs 078 call service alarm on the first rewind attempt. The 24 hour duration test was not able to be performed due to the recurring cs 078 alarm. The pump case was removed and the motor flex connector was found to be open. When the motor flex connector was repaired, the pump was able to perform the ezprime steps successfully.